Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection, resulting in the implantable pulse generator (ipg) system being explanted. The ipg system has not been replaced. No further patient complications have been reported as a result of this event.